Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to replace the matrix cell lot, decontaminate the mup with new reagent, and recalibrate. The calibration failed again. The cta asked the customer to replace the process probe and recalibrate which again resulted in a failure error. The cta sent the customer replacement calibrator and asked the customer to centrifuge the calibrator prior to use. Centrifuging resulted in an acceptable calibration. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.